Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the patient's implantable cardioverter defibrillator (ICD) underwent a partial power on reset (por). The device nurse indicated that they plan to clear the reset during interrogation of the device when the patient is seen in the clinic. The device is still in use. No patient complications have been reported as a result of this event.